Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the allegation was confirmed by observation of insulation damage most likely due to lead-on-lead contact. Complete lead was returned severed in two segments at 11 cm from is-1 pin and stylet was extracted in the distal segment. Setscrew mark on all terminal connectors in correct location and lead resistances were normal. Trilumen insulation abraded through to rs coils approximately 22 cm from is-1 pin and abrasion is smooth most likely due to lead-on-lead contact.

Event description:
Boston scientific received information that the lead was explanted due to product performance issue. Additional information indicated that noise was seen and there was evidence of lead on lead or lead on can which led to abrasion. No additional adverse patient effects were reported.